Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for evaluation at time of receipt it was noted that the aspiration tubing was kinked; this is unrelated to the reported event of would not cut. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested during manufacturing for actuation, aspiration, and cut. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed. There was no patient harm.